Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a rise in shock impedance measurements to eventually record measurements of greater than 125 ohms. The patient was seen for a revision procedure where the lead was explanted and replaced. The device remains in service. The lead is not expected to be returned for analysis.